Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no cerebrospinal fluid present in the shunt, and it did not drain at all from the start. The shunt was never implanted and replaced by another manufacturer's product. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there were no external factors identified that may have led to the issue.